Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: concomitant medical products: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a suddenly drop in flow to 0.8 and then to 0 while the patient was at home. It was further reported that the controller exhibited an unexpected power loss. The patient was brought to the nearest hospital ¿without vad experience¿ for extracorporeal life support (ecls) but it was too late and the patient subsequently expired. An autopsy will be performed but the cause of death is unknown.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump and one (1) controller were returned for evaluation. Review of the (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed a sharp decrease in power consumption and estimated flow to parameters below normal operating range on 20-may-2022. Four (4) low flow alarms have been logged since 20-may-2022. Review of the event log file revealed two (2) controller power-up events with associated motor start events logged on 20-may-2022 at 22:42:12 and 22:43:27. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 89% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 24% rsoc and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 13 seconds and 14 seconds, respectively. Log file analysis did not reveal vad stopped alarms or failure to restart within the analyzed period. As a result, the reported low flow and losses of power events were confirmed; however, the reported vad stop and failure to restart could not be confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information received from the site indicated that the patient was brought to the hospital for extracorporeal life support (ecls) and the patient subsequently expired. The cause of death was unknown. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19 h6: FDA conclusion code(s): d11, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the vad stopped and failed to restart while the patient was at home; b5 and h6 updated accordingly. Additional products: d4:serial or lot#: (B)(6), d9: yes, return date: 22-jun-2022, h3: dev rtn to MFR? Yes, h6: FDA device code(s): a141204. . Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad stopped and failed to restart while the patient was at home.